Event description:
Product quality complaint: durex intense nitrile condoms ¿ lot 25nlnxnstn106 to the medwatch team, I am writing to formally lodge a complaint regarding the durex intense nitrile condoms (lot no. Mentioned above). Despite my 'measurements' aligning with the advertised nominal width (56 mm) and average length (5.5 inches), the product failed to perform as expected, posing a significant safety risk. I experienced the following specific issues: material inelasticity: the nitrile material lacks the necessary elasticity and 'give-in' to unroll smoothly. It was excessively difficult to peel back/deploy onto an erect penis, which caused significant discomfort and delayed application. Insufficient effective length: the material's resistance prevented it from reaching the base despite my 'measurements' being aligned. This resulted in inadequate coverage and a poor seal. Product failure (fluid spillage): due to the restricted fit and inability to secure the condom at the base, the device failed to contain ejaculate, leading to a spill. I have never had this problem with any other commonly available over-the-shelf condoms, whether it be durex's latex condoms or other brands. This is a critical failure for a product intended to prevent pregnancy and stis. I would like to bring to the FDA's attention the above product failure so that no one in the future experiences my ordeal. Thank you for your attention to this matter.